Manufacturer narrative:
The insulin pump was unable to prime during priming test due to faulty force sensor resistor. The basic occlusion, occlusion and excessive no delivery tests were unable to be performed due to prime/fill anomaly. The insulin pump passed the displacement test, 10 unit bolus delivery test and there were no motor error alarms during testing. The motor tested okay. The insulin pump had cracked case on all corners of the display window, cracks on the reservoir tube, cracks on the reservoir tube lip, cracks on the battery tube threads, scratches on the display window and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's mother reported via phone call high blood glucose and motor error alarm on the insulin pump. Customer's blood glucose reading was 442 mg/dl. Troubleshooting for the motor error on the insulin pump was performed. Customer advised the drive support cap appeared normal. Customer advised they were unable to rewind the insulin pump. Customer received 4 motor error alarms in a 30 day period. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.